Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post paced t-wave oversensing was observed on the ventricular channel on a real-time egm. Programming changes were made. Device remains implanted.